Event description:
It was reported that the pump displayed unexplained alarms even when using unfaulty batched canisters. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.

Manufacturer narrative:
The device, was used in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. Visual inspection of the returned device noted that the status led light pipe is cracked and the rear casing is cracked near the battery charge indicator. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe an obstruction. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.